Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device was affected. The recipient has been re-implanted. As she did not have benefit from the device in the past two years.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array by a sharp instrument which is attributable to the implantation surgery. This finding goes in line with the reported problems. Other damages found during investigation are most likely due to the implant removal surgery. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. She did not have benefit from the device in the past two years. The recipient has been re-implanted.